Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 400 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was hospitalized three times but does not remember the exact dates of the incident. The customer stated the last hospitalization was in (B)(6) 2015. The customer was wearing the insulin pump during their hospital stay. The customer stated that they have not been receiving no delivery alarms form their insulin pump. Customer declined to check for possible site/insulin issues. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.